Event description:
Reporter indicated that following generator replacement surgery, the patient's device showed high lead impedance. Per reporter, there was no change in seizure pattern. Upon review of x-rays, it was noted that the lead connector pin was not fully inserted into the generator connector block. Per reporter, surgery to fix the connector pin is planned. All attempts for further info are pending.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays revealed lead connector pin was not fully inserted into generator connector block.